Event description:
(B)(4). Same case as MFR report # : 2134265-2009-06813. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the wallstent delivery system was unable to be retrieved. The index procedure treated the 95% stenosed, 8x15mm target lesion located in the left proximal internal carotid artery. Treatment consisted of pre-dilation with an 3.0x20 maverick balloon and utilized a bsc filterwire ez and placed a 8x21mm wallstent. The physician then attempted to remove the delivery system of the wallstent but it became married to the filterwire and they both had to be removed as one unit. Another filterwire ez was placed and post dilation was performed with a non bsc balloon resulting in 0% residual stenosis. The patient experienced a minor headache which got "better" shortly after the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).